Event description:
It was reported by the aci clinical specialist that a female patient underwent a diagnostic cerebral angiogram procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 5f cordis sheath. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician deployed the device per the IFU. When the physician tamped down to the green marker, the sealant was noticed to be sticking out of the black housing tube. The deployment was aborted and the sealant was not deployed into the patient. The patient was converted to approximately 10-12 minutes of manual compression. The patient was hospitalized for reasons unspecified and unrelated to the mynx device/mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1330308) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.